Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medtronic helpline contacted to the customer to get the information about hospitalization before 3 months but they failed to reach out to the customer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 401 mg/dl at the time of incident. Customer other relevant blood glucose level was 401 mg/dl and 440 mg/dl. Customer also stated that they were hospitalized before 3 month ago due to high blood glucose and blood glucose over 600 mg/dl. Customer treated high blood glucose with insulin pump. The insulin pump will not be returned for analysis.